Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, fluids, and red particles. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a crease(smooth) opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is a crease(smooth) opening on posterior due to a fold (flaw) opening.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device was explanted.